Event description:
It was reported that during use on a patient by the customer, the cs300 intra-aortic balloon pump (iabp) battery was failing. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after replacing batteries, the unit passed all functional and safety tests and was returned to customer.